Event description:
Event: (cc# 97-01405) the dr was unable to insert the iab over the guidewire. A second iab was inserted without any problems. On 2/20/1998 it was reported that the first balloon would not thread over the guidewire. The second balloon threaded without difficulty. [Event complications: none from the event - reported 11/20/1997. [Pt's current status]: unknown - rpt'd 11/20/1997.